Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that later in the day after the implant procedure, the sensing on the right ventricular lead was noted to have decreased. The next day, the sensing was noted to have increased returning close to the value at implant. The lead remains in use. No patient complications have been reported as a result of this event.